Manufacturer narrative:
Stopcock; 3ml normal saline (B)(4), lot 613911b, exp (B)(6) 2019, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a "dribble" leak during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack on both sets received. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack on both samples received. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted; none were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer on the both sets. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process, manufacturing factors (solvent), and over-torque.

Manufacturer narrative:
Correction on follow-up(1): the investigation results provided should have referenced only 1 set as follows: the customer¿s report that the set leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. No stress marks were noted. Functional testing confirmed leaking through the crack. The probable cause of the crack was identified as a combination of material degradation during the supplier process, manufacturing factors (solvent), and over-torque.